Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had symptoms of atrial arrhythmia and the heart rate may be abnormal, intermittent sensing issue was observed on the lead. After one month follow up visit, there was inappropriate low, out of range, low voltage output issue on both leads. The physician suspected that there was possibly inappropriate pacing output because of poor atrial bipolar sensing. Programming changes were made and the issue was resolved. No further information available.

Event description:
New information received on (B)(6) 2018 states that the atrial sensing issue was observed in clinic. There was an issue with atrial sensing amplitudes avariation but not ventricular sensing issue.